Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an endoscope adapter bearing/friction issues and discoloration of the housing. The complaint regarding difficulties moving the endoscope up and down was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A site history review was performed and found related complaints under patient identifiers (B)(6), where the customer encountered similar issue with different endoscopes.

Event description:
It was reported that the customer contacted clinical sales representative (csr) to report that they experienced difficulties when changing the endoscopes from up to down or vice versa. The image was mirrored. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the issue occurred during procedure; ports were placed. A backup endoscope was used. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.